Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarms due to no button response. No moisture damage found on electronics assembly. The insulin pump was tested with test keypad and no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that they received a battery out limit alarm after reinserting a battery. The customer also reported that the screen froze. The customer's blood glucose was 250 mg/dl at the time of incident. The insulin pump will be returned for analysis.